Event description:
A customer contacted beckman coulter (bec) to report that the coulter lh 750 hematology analyzer was leaking 1 to 2 ml of diluent under the instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer found the tubing which had popped off of the fitting on the blood sampling valve (bsv). The customer reconnected the tubing which resolved the leak. Service was not dispatched for this event. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).